Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
During a right quadriceps tendon repair procedure, the anchor fractured and a piece was retained by the patient. The anchor was able to achieve adequate fixation and no extra anchor was needed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device."

Event description:
During a right quadriceps tendon repair procedure, the anchor fractured and a piece was retained by the patient.